Event description:
It was reported that during a tibial angioplasty treatment procedure, the guide wire hydrophilic coating detached and remained inside the patient. Vascular access was obtained via the femoral artery. This 100% stenosed target lesion was located in the no tortuous and severely calcified tibial artery. This 182cm v-14¿ controlwire and a coyote balloon catheter were selected and were advanced to the lesion against resistance. It was noted that the physician tried to pass the occlusion a number of times and thought they had gone sub-intimally, but wanted to stay in the true lumen. The physician continued to try and break through the occlusion; however, under imaging it looked like the wire had tied itself in a knot the wire was withdrawn through the balloon catheter. Upon removal, 7mms of the hydrophilic coating had stripped off the distal part of the wire and was left inside the patient in the sub-intimal space. It was noted that the wire was removed and no attempt was made to remove the coating. Angiographic images were completed to confirm that there was no vessel damage. The procedure was not completed due to this event as they were unable to break through the total occluded vessel. No further patient complications were reported and that patients status is stable.

Event description:
It was reported that during a tibial angioplasty treatment procedure, the guide wire hydrophilic coating detached and remained inside the patient. Vascular access was obtained via the femoral artery. This 100% stenosed target lesion was located in the no tortuous and severely calcified tibial artery. This 182cm v-14 controlwire and a coyote balloon catheter were selected and were advanced to the lesion against resistance. It was noted that the physician tried to pass the occlusion a number of times and thought they had gone sub-intimally, but wanted to stay in the true lumen. The physician continued to try and break through the occlusion; however, under imaging it looked like the wire had tied itself in a knot the wire was withdrawn through the balloon catheter. Upon removal, 7mms of the hydrophilic coating had stripped off the distal part of the wire and was left inside the patient in the sub-intimal space. It was noted that the wire was removed and no attempt was made to remove the coating. Angiographic images were completed to confirm that there was no vessel damage. The procedure was not completed due to this event as they were unable to break through the total occluded vessel. No further patient complications were reported and that patient's status is stable.

Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the distal tip bent and the polymer sleeve peeled in the last 1 cm from the proximal end, additionally it presents kinks at 52cm and 75.5 cm from proximal end. Device appears to have been pulled/pushed against resistance. All outer diameter measurements were within specification. The unit was sent to an external analysis (analytical lab) to verify the core wire integrity. The following results were obtained: no mechanical failure was found. Surface characteristics of the tip are commonly found on separation during processing of the wire. No material anomalies were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).